Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and noted the impedance measurements were greater than 3000 ohms. During testing, atrial loss of capture (loc) was observed at maximum output. Based on the available data, technical services suspected that this ra lead had fractured. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.